Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. If any additional information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a coronet xl cage broke during insertion. This event occurred in japan.